Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) and the patient is symptomatic due to the loss of atrioventricular synchrony. It was also reported that the right ventricular (rv) lead had high thresholds. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meeting expected longevity. (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.